Manufacturer narrative:
Complaint no.: (B)(4). The reported sample was returned for evaluation. Functional test identified the reported condition as a leak gushing liquid from the back and front side of the spike port. Magnified inspection showed the bag contained moderate plowing on the spike port tubing (a condition caused by a misaligned insertion of the port into the tubing), which also caused stress on the eva and weakened the surrounding material, result in the reported failure. Based on evaluation findings, the cause of the condition was determined to be an automated manufacturing process variation. Manufacturing controls are in place to mitigate the occurrence of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole at the fill port on the print side of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.